Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for tilt and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that sometime post vena cava filter deployment the filter tilted and perforated the ivc with struts close to the aorta and spine. There were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review:a device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eight years and two months post filter deployment, computed tomography (CT) revealed an inferior vena cava filter was tilted approximately 23 degrees off axis of the inferior vena cava with the tip within or possibly through the lateral wall of the inferior vena cava. Filter tip was within 2 cm of the lowest renal vein. Multiple legs extended into the fat surrounded the inferior vena cava. A leg extended medially towards the spine and another leg extended towards the aorta with 0.8 cm and 0.5 cm of perforation respectively. The leg extended towards the umbilicus and extended posteriorly towards the right kidney measured 0.4 cm in length respectively. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the inferior vena cava close to aorta and spine. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.